Manufacturer narrative:
Additional information: additional information received indicated that there was no patient involvement during this issue. Patient code updated to reflect additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the system was not around the patient or there was no patient involvement. A manufacturer representative wanted to make sure it was ok to turn the system back on and that it was ok to proceed if the gantry was beeping. It was reported that there was no surgical delay or patient impact due to this issue.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that site left the system unplugged during the case and the system powered down. After plugging the system back in and powering the system back on, the gantry started beeping, but there were no messages on the pendant. The issue resolved once the system was rebooted. This issue occurred post-operatively and the procedure was completed using the imaging system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.